Event description:
It was reported that a malfunction occurred with the pump, but there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which was successfully done, and no recurring malfunction code was observed. The customer was advised to continue using the pump and to contact support again if any issues reoccur.